Manufacturer narrative:
Product complaint # (B)(4). Event date unk. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What color cartridges were used throughout sleeve? Was buttressing material used? Does the surgeon routinely wait 15 seconds prior to firing? Does the surgeon pulse fire or use one continuous firing stroke? Was any bleeding identified during initial procedure? If so, how was it addressed? Were any staple formation issues noted throughout care of patient? Was the site of bleeding identified? How was the bleeding addressed? Does the surgeon believe the bleeding is related to stapler? What is the current patient status?

Event description:
It was reported that six hours post-op to a laparoscopic sleeve gastrectomy, the patient had bleeding. Reportedly 1.5 liters of blood behind stomach. Surgeon was unsure if it was the staple line bleeding or omentum.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/23/2020. Additional information was requested, and the following was obtained: what color cartridges were used throughout sleeve? 1 green, 5 gold. Was buttressing material used? Yes peri strips. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? Pulse. Was any bleeding identified during initial procedure? If so, how was it addressed? Routine oozing. Addressed with bovie were any staple formation issues noted throughout care of patient? No. Was the site of bleeding identified? Yes- last fire at ge junction. How was the bleeding addressed? Unknown. Does the surgeon believe the bleeding is related to stapler? Yes. What is the current patient status? Ok- went home 3 days later.